Event description:
It was reported that the programmer displayed an error message and would not get telemetry. It was not confirmed in the field if the issue was with the radio frequency (rf) programmer head or the programmer. The programmer and rf head were returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: during analysis it was noted that the customer comment of telemetry failure could not be confirmed. However, the device would not interrogate and displayed an error. The standoffs between the link electronic module (lem) board and the main processor unit (mpu) board were in the incorrect position which could cause the error. The standoffs were reinstalled correctly. It was further noted that the printer would not print so the printer was replaced. The lem board was also calibrated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.